Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer blood glucose level was unknown at the time of the incident. Customer stated that insulin pump was broken at reservoir connection also plastic guard and o ring was missing. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a cracked case near the corner of the belt clip rails on the battery compartment and cracked battery tube threads. No missing retainer or reservoir tube damage noted. Device passed the displacement test. (B)(4).